Event description:
It was reported that the pump touchscreen was partially unresponsive. Tandem technical support assisted the customer with resetting the pump; however, the touchscreen issue was not resolved. Customer's blood glucose was 77 mg/dl. Customer reverted to using another pump for insulin therapy.